Manufacturer narrative:
(B) (4). The device has been returned to the MFR for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.

Event description:
It was reported that the pt's pump was refilled on (B) (6) 2010. The pump started alarming on (B) (6) 2010. The pt experienced signs of withdrawal from drug on the (B) (6)/(B) (6). The pt was admitted and the pump was replaced with good result. When interrogated, the pump revealed it had been stopped for approx 80 hours; it was questioned if this potentially happened when the refill was performed. The drug in the pump was baclofen. The pt outcome; pump replaced with good outcome and resolution of symptoms. There was no injury.